Event description:
The patient had the pump refilled on (B)(6) with 40 ml. The patient did not report any symptoms of overdose in the refill cycle. An underdose was reported. The patient had the symptoms of baclofen withdrawal suddenly on (B)(6) 2012. The patient experienced hypertonia, pruritus and agitation. The patient presented to the emergency room. The patient was given oral baclofen. The pump was interrogated on (B)(6) 2012. The actual residual volume (arv) 0ml was less than the expected residual volume (erv) 10.4ml. The programmer said the pump had 10.4 ml left in the reservoir when the pump was interrogated on (B)(6) 2012 but then when aspirated on (B)(6) 2012 it was empty. The catheter access port was aspirated and everything was normal on (B)(6) 2012. The cause of the discrepancy was unknown. The patient was doing well with a return of therapy. The pump was delivering lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709, serial # (B)(4), implanted: (B)(6) 2010, explanted: unk; product ID 8578, serial # (B)(4), implanted: (B)(6) 2010, product type accessory.